Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. The aortic neck just below the renal arties is 23 mm in diameter with moderate thrombosis. The right iliac artery had mild calcification and was 9 mm in diameter. The physician was modelling the stent graft with the reliant balloon and the patient¿s blood pressure dropped. The physician inserted a pigtail catheter above the stent graft and performed an angiogram. There was contrast extravagating outside of the right iliac artery. The physician implanted another endurant iliac stent graft to extend further down the right common iliac artery. The physician modeled the newly implanted iliac stent graft with a reliant balloon. A retrograde angiogram was performed, which revealed contrast extravagating from the right iliac artery. It was further reported that the right iliac artery was perforated with no tearing of the stent graft. The physician noted that the cause of the perforation was unclear, but may have been due to calcification. It was also noted that the balloon was filled with 30cc, slow and controlled, with the recomme nded saline/contrast ratio. The physician elected to open the abdomen and the endurant iliac limb stent graft was explanted and a surgical graft was sutured on to the end of the remaining endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the devices were explanted during surgical conversion, immediately following implant, due to a right iliac artery rupture which occurred during the procedure. After implanting the devices, the physician was modelling the stent graft with a reliant using slow & controlled ballooning, and the patient's blood pressure dropped. Angiogram showed contrast extravagating outside of the right iliac artery. The physician implanted another endurant iliac stent graft ((B)(4)) to extend further down the right common iliac artery, and then modeled the newly implanted iliac stent graft with a reliant balloon. A retrograde angiogram was performed, which again revealed that contrast was extravagating from the right iliac artery. It was later confirmed that the right iliac artery was perforated with no tearing of the stent graft. The physician reported that the cause of the perforation was unclear, but may have been due to calcification. The decision was then made to explant the right iliac limb stent grafts and suture a surgical graft onto the end of the remaining endurant stent grafts. The patient was successfully converted. From the examination of the returned devices and clinical information provided the exact cause of the ruptured iliac artery could not be determined. Films pre-implant and during the implant were not available for review. The distal portion of the proximal right limb extension and the intact distal right limb extension were returned detached; the remaining implanted stent grafts were left in the patient. Other than the transection cut observed on the proximal extension, no fabric tears or any other device integrity issues were observed on the returned devices. It is possible that ballooning the stent grafts within the calcified iliac may have caused the iliac artery to rupture.